Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for one day. No e/a alarm noted during testing. Device uploaded properly using care link. Device had scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that by the customer's parent that the customer received emergency medical assistance due to low blood glucose with blood glucose of 37 to 43 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as falling out of bed. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated that on the day of the call, the customer went on dialysis and the pump stopped working, so they went high. The insulin pump will be returned for analysis.